Event description:
During open heart surgery on a 62 year old female the spacelab hemodynamic monitoring screen went blank - unable to monitor patient with the exception of pulse and o2 saturation for ten minute period of time. The equipment was a loaner from spacelabs because on may 23, 1992 our original monitoring equipment briefly went blank and was in for repairs - spacelabs determined the problem to be "touch screen failure".device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: computer software performance tests conducted, performance tests performed. Results of evaluation: component failure, telemetry failure, none or unknown, component failure. Conclusion: device failure directly caused event, software/firmware contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.